Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle. The device was visually inspected. No anomalies were found. The sealant and advancer tube were not returned; therefore, a complete physical investigation could not be performed. Based on the information provided, the condition of the returned device, and the investigation performed, the reported event could not be confirmed and the root cause could not be determined. However, it was reported that there were multiple sheath exchanges prior to deployment. Exchanging sheaths can enlarge the arteriotomy and the sealant may not reach its optimal deployment position. The review of the lhr (lot f1315604) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
It was reported by the aci vascular closure specialist that a (B)(6) female patient underwent an interventional peripheral procedure on (B)(6) 2013. Access was obtained at the left common femoral artery via a 5f cordis sheath. There were 2 sheath exchanges, from a 5f cordis sheath to a 6f raabe sheath and the 6f raabe sheath to an 11cm 6f sheath (model unknown). A pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site and the vessel size to be 6mm. Peri-procedure, the patient was anti-coagulated with plavix. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the physician deployed the device per the IFU. The physician deflated the balloon and removed the device. Sealant came out of the patient with the device and oozing was noted. A femostop was applied to the left groin site for 2 hours at 20 mmhg over the systolic blood pressure. After 3 minutes pressure was reduced by 20 mmhg for 15 minutes. After 15 minutes, pressure was reduced by 20 mmhg until it was 30 mmhg for 1 hour. The patient was kept in the hospital overnight and discharged on (B)(6) 2013 with no clinical sequela noted. Complaint handling is awaiting additional information. The patient's hospitalization was not related to the mynx procedure / mynx device. No further information is available.